Event description:
Caller reported a malfunction on the pump, specifically displaying a malfunction code of malf 3. There was no information provided regarding the impact on the customer's blood glucose level, as it was unknown or the caller declined to answer. Technical support arranged for the replacement of the pump and instructed the caller on backup therapy with multiple daily injections (mdi) to maintain insulin delivery. The caller was advised on updating the pump software and given instructions for returning the faulty pump. The replacement pump was shipped without requiring a signature for delivery.